Event description:
It was reported that during a stone retrieval procedure, a shaft separation occurred. The target stones were in the common bile duct. A jagwire guide wire had been advanced to the target lesion with an unspecified cannula and non-bsc scope. "Est" was performed with a non-bsc device. An extractor rx 12 - 15 mm retrieval balloon was advanced through the target area. The physician attempted to remove (2) approximately 3mm stones, but resistance was encountered. The balloon appeared "a little" deflated; however, the physician made another attempt to remove the stones. The shaft separated at 40 to 50cm from the distal end, near the guide wire port. The proximal device fragment was removed with the scope and the distal device fragment was removed with forceps. The procedure was completed with another extractor rx 12 - 15 mm retrieval balloon. There were no patient complications reported with the patient's current condition listed as "good".